Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the up arrow button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under all of the button contacts. Unrelated to the complaint, the bolus button was found to be unresponsive and the bolus button plastic insert was found to be shifted on its side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor reported that the audio bolus button is unresponsive.